Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element china clinical study. It was reported that the patient died. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 28mm long, with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00x28mm promus element¿ study stent. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged aspirin and clopidogrel. In (B)(6) 2015, the patient died due to an unknown cause.